Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and a log review which confirmed the reported issue. The anesthesia control board (acb) and software were replaced to resolve the reported issue. No patient identifier information available. Unique identifier: (B)(4).

Event description:
The hospital reported a malfunction causing a loss of mechanical ventilation during a case. There was no report of patient injury.